Manufacturer narrative:
Corrected manufacturer narrative: investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
A consumer reported two false negative sars results. The consumer communicated the result was confirmed positive by molecular (pcr testing). The consumer was symptomatic. Report 2 of 2.

Manufacturer narrative:
Investigation conclusion:a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.